Event description:
It was reported that a patient's atrial lead was not sensing p waves, and had low pacing impedance readings. The low impedance alerts had been present as early as (B)(6) 2017. The lead was capped and a new lead was inserted on (B)(6) 2022. The patient experienced no consequences.